Manufacturer narrative:
(B)(4). Batch # r58y3x. Investigation summary: the analysis found that one ec60a device was returned was returned with no apparent damage with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/16. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device could not clamp. No patient consequence.